Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that they did trouble shooting and the unit was made to run on the settings they had, which were volume ac, vt 360, it 0.8, sensitivity 3.0, 40%, and rate 14, and that he was able to let it run and obtained low min volume/high pressure before claiming that it seemd to be auto cycling.they opened the unit,checked the tubing connections and redid the calibrations the intermittent issue persists. A different circuit/test lung was tried but is still repproducing the same issue the user was having.the solenoid manifold was swapped but the unit vent fails the high pressure leak test.vyaire technical support advised that it could be a defective solenoid manifold. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the laptop ventilator 1200 auto-cycled while on patient, furthermore, there was no patient harm associated with the reported event.